Event description:
Due to expected dilutional hematocrit, primed bypass circuit; did not see any blood coming out of oxygenator gas outlet. After heparin was administered and adequate activated clotting time was achieved, the patient was put on cardiopulmonary bypass (cpb) support. After the cross clamp was placed and the heart was arrested, it was noticed that blood was dripping out of the gas exhaust of the oxygenator. Redrew labs to test oxygenator's efficiency, which was more than adequate. During the bypass run, there were no other problems with blood gases, arterial line pressures, scavenge gas negative pressures. None of my alarms were activated, including line pressure and bubble detector. Separated the patient from the heart lung machine after 42 minutes of bypass. As we came off of cpb support and decreased blood flow, I disconnected the gas line from the oxygenator as anesthesia ventilated, as to not promote a reverse gas to blood leak which may had resulted in air entering blood phases of the oxygenator and circuit.